Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of a questionable crep2 creatinine plus ver.2 result for 1 patient tested on a cobas 8000 c (701) module. The initial crep2 result was 490 mol/l. A doctor sent the patient to the hospital where a new sample was collected. On either (B)(6) 2018, the crep2 result from the new patient sample was 64 mol/l. The patient was discharged from the hospital on (B)(6) 2018 the primary sample tube of the original patient sample was retested and a crep2 result of 55 mol/l was obtained. The customer also performed a crep2 measurement out of an edta-plasma sample of the patient with a result of 57 mol/l. There was no allegation of an adverse event. The field engineering specialist was unable to find a root cause. He checked the gear pump pressure, all tubings, the wash station, and the ultrasonic mixers and found no problems. He performed precision testing. Other patient results from before and after the time of the erroneous result were checked and no other issues were noted. The investigation is currently ongoing.

Manufacturer narrative:
Without material to investigate, a product problem could not be identified. The cause for the event could not be determined.